Manufacturer narrative:
Approximate age of device ¿ 6 years and 10 months. The replaced portion of the driveline is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 6.5 years of support, the pump could not maintain fixed speed. The patient was asymptomatic. X-rays were taken and showed a stressed part of the shielding near the system controller. Reportedly, the whole external driveline was wrapped by rescue tape and the patient had gained about 20kg of weight since implant. On (B)(6) 2018, an external driveline evaluation was performed. The alarms were unable to be reproduced with manipulation of the external portion of the driveline, or while the patient performed body movements. Opening the silicon layer confirmed the stressed area near the connector bend relief. The red and black phase could be seen but no direct root cause was identified. No fluid was found inside the driveline. A distal end percutaneous lead (driveline) replacement was subsequently performed on (B)(6)2018. During the procedure, the whole outer layer of the affected driveline was opened and two additional parts with a very stressed shielding were found. But also in these areas, no issue could be reproduced by manipulating the driveline. After the replacement procedure, no issues occurred and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Section h2: correction . Section d4: additional information. Manufacturer's investigation conclusions: the patient remains ongoing on the device. Although a root cause for the low speed and pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The replaced portion of the driveline was returned measuring approximately 21¿. Visual examination of the outer silicone jacket revealed multiple tears that had been repaired with rescue tape. The outer jacket was severed 2.5¿ from the controller connector and multiple distal portions were returned with the driveline. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. Metal shielding breakdown was noted 2.5¿ and 6.5¿ from the connector. Additional shielding breakdown was noted 13¿ from the connector through the proximal end of the driveline. Visual inspection of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the reported events. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was reported. The manufacturer is closing the file on this event.